Event description:
On march 29, 2023, rayner received notification from its polish affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was cut therefore necessitating explantation of the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was cut and therefore needed to be explanted from the eye. The rayone preloaded iol injection system use risk analysis dentifies forcing a blocked injector and inadequate lubrication as possible causes of lens optic damage additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of physical damage to iol; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error not applicable in this case and cracked optic surface post injection due to dehydration of lens. There is currently insufficient information/evidence available to determine the cause of the lens being cut immediately following implantation into the eye. Rayner is liasing with its polish affiliate company to obtain additional information to facilitate further investigation of the event.